Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was missing segments. The customer¿s blood glucose level was 186 mg/dl at the time of the incident. Troubleshooting was performed. The pump will be returning for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the self test and displacement test. Device was monitored and no missing segments or partial display anomaly noted during testing. (B)(4).